Event description:
It was reported that the patient presented to the emergency room with complaints of a racing heart when he turned in bed. The right ventricular lead exhibited intermittent loss of capture when the patient turned on his side. Loss of capture could be recreated with pocket manipulation which made the patient feel faint. A chest x-ray revealed no lead damage. The lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.